Event description:
It has been reported that there was failure in geometry part and error message of geometry movements were partly available was displayed. The table and c-arch remained without movement. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during the coronary diagnostic procedure and the procedure was aborted. The procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed geometry power issues. Upon functional testing, the fse found that the f1 fuse was blown. The fse replaced blown f1 fuse. After replacement of blown f1 fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.